Manufacturer narrative:
Concomitant products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
It was reported that the patient was presented to have their spinal incision looked at. The doctor noticed a pin hole that was leaking clear fluid. A blood patch was going to be performed in case there was any chance of a cerebral spinal fluid (csf) leak and irrigation and debridement of the incision itself. The patient was taken to the operating room and both procedures were performed. There was not an obvious cause of the clear fluid drainage except for poor healing due to patient health and smoking habits. Impedances were checked and revealed all contacts were within normal limits and the patient reported good paresthesia as it had always been since implant. The patient was recovering at home and was advised to stay on her back as much as possible and to decrease smoking. The patient was going to follow up with the surgeon the following week. Additional information received reported that the patient was taken to surgery on (B)(6) 2015 and both of her percutaneous leads were taken out and discarded. The implantable neurostimulator (ins) was plugged and reinserted into the pocket and the patient was instructed to keep this charged. The patient was going to be given time to heal and possibly be referred to a neurosurgeon if she wanted a paddle lead implanted to resume spinal cord stimulation (scs) therapy. No follow-up was required as no further plans of action were made and the patient was sent home. All know information was provided. This event will be updated if additional information is received.